Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by software recall and replaced keypad due to unresponsive system on button under pcu keypad recall r108. There was no reported patient involvement.